Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: device inspection could not be performed as the device was not available for investigation. The DHR review revealed no discrepancies in manufacturing or material. In this case it was not reported if another set screw was placed or if the situation was left as is which would be in the surgeon¿s responsibility. However, with available information a real cause could not be determined.

Event description:
It was reported, patient underwent surgery due to a pertrochanteric fracture. Once the nail was implanted correctly, during the positioning of the proximal screw, the screwdriver has slipped from the groove guide leaving the screw in the soft tissue adjacent to the screw.

Event description:
It was reported, patient underwent surgery due to a pertrochanteric fracture. Once the nail was implanted correctly, during the positioning of the proximal screw, the screwdriver has slipped from the groove guide leaving the screw in the soft tissue adjacent to the screw.